Event description:
It was reported that a post-operative device check showed ventricular electrograms on the atrial channel. An x-ray confirmed that the right atrial (ra) lead had fallen towards the tricuspid valve. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.